Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: the patient's anatomy was moderate tortuous. There was no issue noted with the preparation, advancement and deployment of the coil. All dfu instructions were correctly followed. All movements were slow and smooth. It was reported that a stent had been implanted bilaterally through lower limb arteriosclerosis obliteration (aso). No further details regarding the stent placement was provided. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Neurological deficits are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
In 2009, the patient lost consciousness and had fallen at home. He arrived at the hospital with a consciousness level 3 (another country's coma scale) and his overall condition was assessed as grade 4 (another country's scale). A CT scan revealed a diffuse subarachnoid and intraventricular hemorrhage and an acute hydrocephalus. A cerebral angiography showed a small ruptured aneurysm in the left internal carotid-posterior communicating artery (ic-pc) below previously observed aneurysm. The coils were successfully detached into the aneurysm. Angiography taken post coils placement demonstrated an embolization of the aneurysm. The ventricular drainage (vd) was placed and later shunt surgery was performed to treat the hydrocephalus. Three days post procedure, the patient's condition declined and a CT scan showed a re-hemorrhaging and a contraction of the ventricle. However, a cerebral angiography confirmed that the aneurysm had been embolized, and there was no leakage of the contrast medium. The physician stated that the cause of re-bleeding was "shrinking of the ventricle due to the ventricle drainage". The patient suffered oculomotor palsy with the systems of miosis. The pt was treated with vitamins. Thirteen days post procedure, the patient opened his eyes and ptosis was observed. Ptosis and myosis were gradually improved. The patient is still "hospitalized, but his current condition is favorable."